Manufacturer narrative:
The electrode lot number is aer 2024 and the expiration date is 07-jul-2025. A field service engineer (fse) replaced all electrodes, the reference tubing, and the o-ring of the reference electrode. He also cleaned the tubing and crystal block and exchanged the solenoid valve assembly and degasser tank. After replacing the electrodes, the precision was normal. The investigation determined that the service action resolved the issue. The cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium, potassium, and chloride results from the cobas 8000 cobas ise module. The initial sodium result was 224 mmol/l, and the repeat result was 138 mmol/l. The initial potassium result was 7.13 mmol/l, and the repeat result was 4.08 mmol/l. The initial chloride result was 49 mmol/l, and the repeat result was 100 mmol/l. The questionable results were not released outside of the laboratory. The results were repeated because the questionable results did not match the patient's clinical diagnosis.